Manufacturer narrative:
The evaluation of the returned pump confirmed internal percutaneous lead wire damage that could have resulted in the reported low speed/pump stoppage events; however, a direct correlation between the device and the reported elevation in the patient¿s lactate dehydrogenase level could not conclusively be determined. The pump was returned assembled with the percutaneous lead (lead) cut approximately 3 inches from the pump housing. The distal portion of the lead was returned in two segments; a 7.75-inch segment and a 27.25-inch distal end segment. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of depositions or thrombus formations. The returned lead segments were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed from the lead segments in order to evaluate the underlying wires. Visual inspection of the underlying wires revealed breaches to the insulation of the green and black wires on the middle segment, approximately 5.5 inches from the pump housing. The observed wire damage appeared to be the result of repetitive flexing/movement and abrasion against the metal braided shield. The remainder of the driveline was submerged in a saline solution for high-potential testing to further verify the integrity of each wire's insulation and this test did not reveal any additional areas of current leakage. The green wire represents one of two redundant wires that comprise phase 1 while the black wire represents one of two redundant wires that comprise phase 2 of the three-phase motor. If the exposed conductors of either the green or black wires contacted the metal braided shield while the system was connected to a tethered power source (such as the power module), the resulting electrical short to ground would have caused the reported low speed/pump stoppage events which were recorded in the submitted system controller log files. An interruption in pump function could also have occurred while the system was operating on battery power if the exposed conductors of the green and black wires made direct contact or simultaneous contact with the metal braided shield. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 5 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at the university of (B)(6) in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that a pump stoppage was recorded during power exchange from batteries to power module. When the pump stoppage was recorded, the patient experienced palpitations. The patient is currently hospitalized and the pump is connected to batter power. The manufacturer's technical services representative reported that there could be an issue with the percutaneous lead (driveline). The system controller log file data showed 32 pump stoppage events. The issues only appeared to be occurring while the pump was connected to the power module. The x-rays showed areas of concern on the driveline internally and externally. The patient's inr was a normal value, and lactate dehydrogenase (ldh) rose from 350-450 u/l to 500 u/l. The patient underwent a pump exchange on (B)(6) 2017.